Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a battery out limit alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons kept on scrolling while trying to program a bolus. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have received a weak battery alert and a battery out limit alarm after the battery has been changed and unable to troubleshoot due to keypad issues. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: unit received with button error alarm and had unresponsive up button due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit and weak battery alarms due to unresponsive button. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, stained address/serial number label and stained end cap sticker.